Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported observation of the ipg nearing end of service was confirmed but the ipg had not yet logged elective replacement indication (eri) or end of life (eol) timestamps at the time of explant. The root cause of the reported observation was due to the device experiencing normal battery depletion. The device provided therapy per the programming up to the explant date.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning on dbs system. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.